Event description:
It was later reported that the system controller exchange resolved the backup battery fault alarm. However, the patient experienced the alarm again on (B)(6) 2025 (per-(B)(4).

Manufacturer narrative:
Section e2 correction. Section e3 correction. Section g2 correction. Manufacturer¿s investigation conclusion: the reported event of the battery compartment cover having a broken screw was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). The system controller had a missing screw in the backup battery cover consistent with the reported damaged screw. The system controller was otherwise in unremarkable physical condition, and it performed as intended throughout all steps of functional testing. A manufacturing analysis task has been initiated under a different event to further investigate the root cause of damage to the screws in the battery compartment cover. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch (rev. D) and abbott heartmate 3 left ventricular assist system patient handbook (rev. A) are currently available. Section 5 of the IFU provides instructions for installing the backup battery in the system controller. The patient handbook instructs the user to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient required a controller exchange for a backup battery fault. The new system controller had a broken/faulty screw out of box and was not used. The system controller was exchanged.